Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was reproduced. The battery pack had mismatched cells. The pt had used this battery pack until it was almost dead. It was repaired, retested and restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A (B) (4) male pt contacted lifecor customer support to report that one battery pack would not start the monitor. He stated that when this battery pack is placed on the battery charger the "battery pack fault" led illuminated. Support sent the pt a replacement battery pack.